Manufacturer narrative:
The device was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was not confirmed. Root cause was unknown. (B)(4).

Event description:
A customer reported that during surgery, the c7000 cusa clarity console suction function ceased on (B)(6) 2019. The machine was put into standby mode, then retested and the suction resumed. This pattern repeated multiple times during the procedure. The device was in contact with the patient but there was no patient injury/death alleged. There was a 30 minute delay in surgery due to the product problem. Additional information received from customer on 03oct2019 indicated there were no adverse events as a result of the delay.